Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an isolated low out of range shock impedance reading measuring less than 20 ohms. It was recommended that this patient be brought in for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this patient was evaluated in the office and five impedance tests were performed on the the shocking coil and all impedance measurements were within normal limits. The patient is scheduled for normal follow-up and will continued to be followed via latitude. At this time, we are unable to rule out an intermittent lead issue.